Event description:
It was reported to philips that the system did not boot up, it was stuck at 00:00. The device was outside of clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the procedure was aborted. A philips remote service engineer (rse) inspected the system remotely and confirmed the reported event. A philips field service engineer (fse) inspected the system onsite and during troubleshooting found that the flexvision was beeping, confirming that the flexvision was faulty. Fse replaced flex vision pc and hard disk to resolve the issue. The defective flexvision was returned for analysis and part analysis did not identify any malfunction with the flexvision pc. After replacement of flexvision pc and hard disk, the system was returned to use in good working order. The codes were updated based on the investigation outcome.